Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Qualified associated products were indicated. The reported scratch was observed. The root cause for the reported damage may be related to a failure to follow the directions for use (dfu). The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties and/or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon noticed a scratch on the iol. There was patient contact. Additional information was provided that the lens was inserted and removed. The surgery was completed with a new lens. There was no patient harm